Manufacturer narrative:
The t: slim user guide indicates that insulin should be at room temperature before filling cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading with multiple cartridges. There was no reported impact to the customer's blood glucose level. Customer had used cold insulin.